Manufacturer narrative:
Date of report : 07mar2019, date rec¿d by MFR : 05mar2019. Philips field service engineer (fse) confirmed the touchscreen would not calibrate. The fse replaced the touchscreen to resolve this issue. The device is fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 07jun2019. A touchscreen was return for analysis. An investigation was performed and the root cause was due to the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 22jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen malfunction upon arrival. There was no patient or user harm reported. The event date was not specified; estimate used.